Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the right ventricular (rv) lead exhibited elevated pacing impedance and capture threshold, with both parameters increasing simultaneously since (B)(6) 2025. A venogram was performed prior to pocket being re-opened on (B)(6) 2026 showed vessel occlusion; the physician elected to postpone the rv lead revision. The rv lead remained implanted. The patient was in stable condition.

Manufacturer narrative:
Section b3 - the reported event date was an estimated date, and was reported as follows, "according to the trends, both capture and impedance were stable until (B)(6) 2025 where they both took a simultaneous climb."